Event description:
It was reported that the bd microlance¿ 3 needle cored a piece of the vial stopper into the medication after mixing the ulitva and saline. This occurred with 2 needles. The following information was provided by the initial reporter: "the needle had punched out a piece of rubber. After mixing an ampoule of ulitva with saline, I discovered that the new type of withdrawal needle had punched out a piece of rubber from the membran on the ultiva bottle. Pulled up the medicine with a needle with filter during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023. H6: investigation summary: a device history record review was completed for provided material number 301500 and lot number 220819. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) unused needle samples were returned for evaluation by our quality team. The needles were examined under a microscope and no damage was observed to the bevel. The needles were tested using a laboratory vial with a plastic stopper; however, no difficulties were detected. After vial puncture testing, the needles were again examined under microscope and no particles from vial stopper fragmentation were found and the bevels remained in good form. Based on the preventive measures in place, it is unlikely that the coring effect resulted from poor or insufficient de-burring of the cannula during manufacture.

Event description:
It was reported that the bd microlance¿ 3 needle cored a piece of the vial stopper into the medication after mixing the ulitva and saline. This occurred with 2 needles. The following information was provided by the initial reporter: "the needle had punched out a piece of rubber. After mixing an ampoule of ulitva with saline, I discovered that the new type of withdrawal needle had punched out a piece of rubber from the membran on the ultiva bottle. Pulled up the medicine with a needle with filter during use"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.